Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose of 491 mg/dl. The customer¿s blood glucose level at the time of incident was 420 mg/dl. The customer was treated with manual injection. Customer also reported that insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.